Event description:
A surgeon reported that the knife had poor cutting performance during surgery. The pt experienced a limbic hurt with partial hernia of the iris. The surgeon managed to "make the eye safe". Three suture points were implanted and the pt experienced induced astigmatism. Add'l info has been requested but none received to date.

Manufacturer narrative:
No samples were returned for eval, therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, the device history record for this complaint could not be reviewed. Because a sample was not returned and no lot number was provided, the root cause for the complaint experienced by the customer cannot be determined. Some potential causes are improper handling, or contact with another instrument. (B)(4).